Event description:
It was reported that during a ptca treatment procedure the remedy balloon ruptured at 3 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in the lad coronary artery. (The physician planned to infuse h-anp (human atrial natriuretic peptide) after the balloon of this product was inflated). The physician noted loss of pressure and backflow of blood into the inflation device. The remedy balloon catheter was removed and replaced with another balloon catheter to deploy a stent as a corrective intervention to the balloon rupture. The pt was asymptomatic during this event. The procedure was successfully completed. Pt status is reported as 'good'.